Event description:
A customer reported being unable to initiate flow while using a clearlink secondary medication set. This occurred during the use of a non-baxter infusion pump and a non-baxter primary medication set. There was patient involvement, but there was no patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The unit was received for evaluation in an opened pouch primed. Visual inspection noted no obvious defects. Functional testing was performed by spiking the sample into an in-house solution bag containing distilled water. The sample was then re-primed and checked for flow. The sample was then attached to the top y site of an in-house set. The sample primed and flowed normally during all functional testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.